Event description:
Paramedics responded to a person previously connected to an AED with disposable ECG/defibrillator electrodes, connecting the device to the pt. The pt was diagnosed as in ventricular fibrillation and shocked. According to the reporter, immediately following the countershock, the monitor lcd and recorder displayed a waveform that appeared to be ventricular tachycardia. The reporter stated the waveform only appeared for a short amount of time before reverting bact to vfib. Pt outcome is unknown.

Manufacturer narrative:
In an evaluation, co observed foreign material and corrosion on the side connectors between the monitor and defib units causing the reported discrepancy. The slide contacts were cleaned and proper operation was observed.